Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer found the electrode moved out with the needle and was unable to proceed with the normal implantation. The customer's blood glucose was normal and did not require medical attention.